Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2012. Device not available for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown reimplantation is planned.